Manufacturer narrative:
Patient weight was not provided by the authors. Citation: dredla bk, lucas ja, wharen re, tatum wo. Neurocognitive outcome following stereotactic laser ablation in two patients with MRI/pet plus mtle. Epilepsy & behavior 2016;(56):44¿47. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No malfunction is alleged, therefore no evaluation will be performed.

Event description:
Brynn k. Dredla, john a. Lucas , rober e.wharen,and william o. Tatum, concluded the following: we conclude that mrglitt may produce memory decline in adult patients with drug-resistant MRI-/pet+ mtle but may otherwise spare other aspects of neurocognitive function. This represents a significant minority of patients that may reflect a pathology-specific risk for patients undergoing mrglitt. Specifically, in patient 1, postprocedure neuropsychological studies revealed interval declines in verbal memory and semantic verbal fluency by greater than one standard deviation (n1 sd) compared to baseline performances. The remainder of the neuropsychological profile revealed otherwise stable cognition and mood symptoms. Two years post-mrglitt, he continued with stable complaints of memory difficulties. He became employed and married following seizure freedom. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Dredla bk, lucas ja, wharen re, tatum wo. Neurocognitive outcome following stereotactic laser ablation in two patients with MRI/pet plus mtle. Epilepsy & behavior 2016;(56):44¿47.